Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a review of the receiving inspection (ri) for uniplate cam tghtnr torq hndl was conducted identifying that lot number km814026 was released in a single batch. Batch1: released on april 06, 2015 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the complaint device uniplate cam tghtnr torq hndl was returned to customer quality (cq) west chester for investigation. The device connector sleeve and the connector had a minor scratch. No other issues were identified. Functional test: a functional test was performed at the field stocking location (fsl) ups houston, texas. During evaluation, the torque tested high. Dimensional inspection: complaint relevant dimension could not be measured without the destruction of the device. Document/specification review: based on the date of manufacture, the current and manufactured to version of drawing were reviewed. Torque limiting driver uniplate conclusion: the complaint condition can be confirmed during physical device investigation. The handle tested high was found out of calibration during testing. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 date device returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set, it was observed that the torque handle was out of drawing specification. The standard drawing specification is 0.63 - 0.98. The torque tested high at 1.07. There was no known patient or procedure involvement. This report is for one (1) uniplate anterior cervical plate system cam tightener torque handle. This is report 1 of 1 for (B)(4).